Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an extension set slipped out of where it connected inside the luer connector. This occurred during infusion of total parenteral nutrition and intralipids. The extension set was replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.